Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6, annex g: summary of event: as reported, an ncircle tipless stone extractor, was tested prior to the start of a laser ureteroscopy, and it was noted that the handle appeared to be "faulty" and the basket would not open and close. Another device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU) manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test were also conducted. The complainant returned one ncircle tipless stone extractor in open packaging. The handle was found to not actuate the basket assembly. After the handle was disassembled, it was discovered that a brass fitting was missing, and the cannulated handle was bent. The basket assembly could be manually actuated. A review of complaint history records shows no other related complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. The product IFU did not provide any information related to the reported issue. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other known lot related complaints had been received from the field, it is concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The returned device was found to have a basket that would not function. The handle was disassembled by the investigator, and it was found that the brass collet that secures the basket assembly to the handle was missing. The device cannot function without the collet and could not have passed the multiple functional checks that are performed during manufacturing and quality control checks if the device was manufactured without the collet. It is most likely the handle had been disassembled by the user and was not reassembled correctly. Presumably the user attempted to restore device function by disassembling the handle after the basket would not function. The basket could be functioned by manually manipulating the basket assembly without the handle. A cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: theatre and endoscopy manager. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncircle tipless stone extractor, was tested prior to the start of a laser ureteroscopy, and it was noted that the handle appeared to be "faulty" and the basket would not open and close. Another device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The returned device was found to have a basket that would not function. The handle was disassembled by the investigator and it was found that the brass collet that secures the basket assembly to the handle was missing. A cause for the issue could not be determined. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.